Event description:
Crack was detected while thawing a cryocyte freezing container. Very small leakages at the seal were observed. Product was transferred to another bag and transplanted. As a result, the pt was given additional antibiotic therapy with tagozyt talkoplanin and cefrotaxin. Pt was successfully engrafted.